Event description:
It was reported that during service and repair pre-testing, it was discovered that the small battery drive device had loud noises and the triggers were sticky on the device. The events were not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported conditions were confirmed. The assignable root cause was most likely due to worn components and deterioration of ball bearings due to normal use and wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.